Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam appears to be due to patient morphology/pathology (posterior mitral annulus calcification); however, the reported gripper line break was a result of mechanical jam as the line broke during removal. The reported foreign body in patient was related to the procedural circumstances as the gripper line was cut beneath the patient skin after the line broke. The reported patient effect of failure to failure to retrieve mitraclip nt system components (foreign body in patient) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, when removing the gripper line (gl) approximately 12 inches; resistance was felt and the gl could not be removed. The cds was removed and an attempt to remove the gl through the sgc was unsuccessful and the gl broke. The gl was cut down subcutaneously beneath the patient skin and approximately 75-80 cm of the gl remains in the patient. The clip remained stable and secure throughout the procedure. Mr was reduced to <1. The patient is stable. There was no additional information provided.